Event description:
Customer reportedly received results of 350 mg/dl and 117 mg/dl within 10 minutes on the aviva system. No blood glucose symptoms reported with these results. No actions taken based on device results. L1 control was run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.